Event description:
Patient was revised due to pain, high cobalt chrome levels, and osteolysis. Doi: (B)(6) 2006, dor: (B)(6) 2012 (left hip). Update: - (B)(6) 2013 - patients medical records were received. Records indicate upon revision the stem was found to be loose to a microscopic degree, there was burnishing of the femoral head, a grayish blackened staining of the synovium, metallosis, and abundant synovitis. The femoral stem was added to the complaint and the complaint reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.